Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted and then the surgeon noticed that there was something on the lens. The surgeon attempted to scratch it off, but it would not come off. The lens was removed from the eye. The device was discarded. Through follow-up, it was learned that during the patient's cataract surgery, the surgeon noticed some type of debris on the lens during implantation into the left eye that would have had to be already present in the pre-loaded inserter prior to implantation. The surgeon was unable to remove the debris from the lens and had to cut out the original lens and replace it with a new one of the same model and diopter. An additional 15 minutes was needed to complete the surgery and additional equipment and medications were opened (including additional duovisc). No additional medical or surgical interventions were indicated. There was no patient injury. The patient is doing well; vision is clear with no complaints. No further information was provided.